Manufacturer narrative:
The referenced unit was returned to the service center for evaluation. A review of the unit's error history indicates multiple previous error codes with e433 (22) and e202 (3). However, the reported issue was not confirmed during inspection and testing as the unit passed all tests and all outputs are within specification when testing with olympus footswitch/equipment. It was recommended the unit be upgraded to the latest software version. A review of the repair history indicates no previous repair history; the unit was purchased in august 2019. The legal manufacturer performed a review of the device history records for the concerned device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. No device was returned to the legal manufacture for investigation. Additionally, the service evaluation could not confirm the reported error. Olympus will continue to monitor complaints for this device. The error e433 is a known issue and is triggered by the safety system of the esg-400 and results in a restart of the generator. If the cause of the error remains, there may be an unlimited number of periodic restarts. Possible causes are: the user activates the foot switch while the generator is booting (temporary error caused by user action). Faulty foot switch (temporary error). Faulty foot switch (temporary error, faulty reed contact). Defective cable connection between hvps board and generator board (temporary or permanent error). Defective hvps board (permanent error). Defective generator board (permanent error). A deeper investigation of generator boards with error e433 found a destroyed transformer tr1 to be the cause. An improved generator board was introduced into production in mid-july 2020. The error message e202 is displayed if the neutral electrode contact is insufficient. There may be various reasons for such an error: the contact resistance of the neutral electrode is too high, or the neutral electrode is not connected. There is a malfunction of the neutral electrode and / or the neutral electrode cable. If the error message occurs, it is recommended to check the connection and fastening of the neutral electrode. If the problem continues, it is recommended to replace the neutral electrode and / or the cable. In general, the customer is required to check the function of all devices used prior to a procedure. As stated on the IFU (instructions for use manual) and as a preventative measure, the IFU states a suitable replacement device must be provided during an application.

Event description:
Customer service was informed by the biomedical equipment technician at the user facility that the customer high frequency electro-surgical generator unit reportedly "received an e433 internal hardware error code" during preparation for use and the unit was replaced before procedure. No patient injury, or harm was reported. The unit will be returned for service.